Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 492 mg/dl. The customer treated with insulin injection, customer's blood glucose value was unknown mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2019 customer declined to troubleshoot for high readings. The customer states that the insulin pump was off at the time of hyperglycemia. The customer was receiving an alarm, but was unable to tell what alarm it was because the display on insulin pump was blank. The customer started troubleshooting, but could not finish due to missing battery cap. The product was not returned for analysis.